Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. The extension cable was not returned. The hemopro device was returned on complaint (B)(4). A pre-cautery test was performed on the device with a reference power supply and extension cable and hemopro. The device passed the pre-cautery test; it produced steam and heat during several activations and shut off when the toggle was released. We did not identify any non-conformities. Based on the evaluation results, the reported complaint could not be confirmed. Since this is an OEM supplied device, a lot history review is not applicable. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vaso view hemopro was opened and it was discovered that the device stayed activated with the switch in the off position. Another device was used and the same issue occurred. A replacement device and power supply was used to complete the case. The hospital did not report any pt effects.